Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited loss of capture (loc). A revision procedure was performed wherein the lead was repositioned and capture restored. Information was later received indicating the loc was discovered subsequent to a rapid heart rate observed on an external heart monitor. Upon interrogation it was found that the device had triggered pacemaker mediated tachycardia (pmt) resulting from loss of atrial capture. The cause of the ra loc was not determined. No adverse patient effects were reported. This system remains in service.